Event description:
It was reported by service report that the bed was stuck in an elevated position.

Manufacturer narrative:
Result - main control board.

Event description:
It was reported by service report that the bed was stuck in an elevated position.

Manufacturer narrative:
Follow-up submitted as it was determined this complaint was previously submitted in medwatch 0001831750-2013-00975.